Manufacturer narrative:
Device 4 of 4. E1: complainant street address: (B)(6). The initial reporter of the complaint was a nurse from the hospital (nopparat rajathanee) who reported the complaint to our company's product specialist. Therefore, the initial reporter was selected as 'nurse'. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: ¿ no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 3g04443 was manufactured on 25/jul/2023, in ats #2 line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 27/sept/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1222277 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 27/sept/2024, the complaint investigator ran a query in database in order to verify the complaints reported for 3g04443 lot for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ and as result no additional type 2 complaints were identified during this search as per work instruction (wi). Historical nonconformance review: on 27/sept/2024, the complaint investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA)(s) associated to the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ for the lot number 3g04443 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 2 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for leakage which should be (B)(4) based on our standard operating procedure (sop) "quality inspection plan". In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of (B)(4) this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted aql level for this type of failure mode or defect. Conclusions: the review of the batch record 3g04443 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿. No additional complaints were reported for lot affected related to the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products from this lot are impacted. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted aql level for this type of failure mode or defect. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The company's product specialist reported on behalf of the enterostomal therapy nurse that the wafer was hard and could not be molded to fit the patient's stoma. The product had been used by the patient. No photo was available at that time.